Manufacturer narrative:
Additional information for h4: lot r19h30041 was manufactured on (B)(6) 2019 and lot r19h14037 was manufactured on (B)(6) 2019. Six (6) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components are correctly placed and according to specifications. Clear passage under water and pressure testing were performed and the device performed according to product specification. The reported condition was not verified during sample evaluation. A photographic sample was also received. The returned photograph was reviewed, and it was noted that the tubing was separated from the male luer. The reported condition was verified in the the photo evaluation. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Suspected lot numbers: r194h14037 and r19h30041. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system continu-flo solution set separated. The device was primed with 0.9 normal saline and ready to connect to the patient. The blue cap was removed and the "end of the tubing slipped off the actual tubing, almost like it came unglued and just slipped off the end". There was no patient involvement. No additional information is available.